Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's trial procedure, upon attempting to remove the stylet from the scs lead, the tip of the stylet broke off. Subsequently, the physician decided to leave the stylet implanted with the lead. The pt received effective stimulation post-operative.